Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.

Event description:
It was reported that a pt underwent a posterior spinal fixation surgery at t4-l1 using rods and screws. Approx 32 months post op, the surgeon was performing a wash out for an infection. To treat the infection, the surgeon washed out the area and gave antibiotics.